Manufacturer narrative:
The reported event of unable to tighten the ventricular setscrew to the point of the wrench clicking was confirmed. Final analysis found that as received, the user of the torque wrench was incorrectly inserting the torque wrench into the setscrew inset. The user was not aligning the wrench tip with the setscrew inset so that the wrench tip would drop fully into the inset. The user was trying to force the wrench in with the corners of the wrench tip going into the inset walls. The wrench will not go in this way. Therefore, the setscrew could not be tightened, and the wrench will not click. The user could only strip the setscrew this way. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the set screw of the pacemaker was unable to be tightened. The pacemaker was not used and replaced. The patient was in stable condition.